Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported through journal heart rhythm o2, first european experience with a leadless atrial pacemaker that a patient experienced effusion related to implant procedure. The article reported that a patient experienced an implantation-related pericardial effusion on the same day as the implantation. The effusion was managed conservatively and was self-limiting. Additional details have been requested; however, no information has been received at this time.